Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer stated that nothing significant happened prior to the event. It was indicated that the md believes that the cause of the event may be due to stress. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. The customer was educated on the two hbg rule and to call back when the clamp arrives to do further troubleshooting.